Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to electromagnetic interference/noise. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s implantable cardioverter defibrillator (ICD) triggered a lead integrity alert (lia) for electroma genetic interference/noise approximately six months ago. The right ventricular (rv) lead triggered an additional lead integrity alert (lia) for undefined high pacing impedance, sensing integrity counter (sic), and high rate non-sustained episodes. Sic appeared to be chronically high due to ventricular oversensing of the atrium. An rv ring fracture of the lead was suspected. The rv lead was reprogrammed and remains in use. The ICD remains in use. No patient complications have been reported as a result of this event.